Manufacturer narrative:
A sample product was not returned for analysis. A lot number was identified, however is not a valid monarch lot number therefore, lot history and complaint history reviews were not conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was torn due to possibly being penetrate by the inserter plunger. The lens was removed and another lens was implanted instead. Additional information was requested.